Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and again on (B)(6) 2012 and mesh was implanted during each surgery. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2012 and on (B)(6) 2012 due to failed mesh. No additional information was provided.